Manufacturer narrative:
The axium prime pushwire was returned for analysis without implant coil. In addition, instant detacher was not returned with the device. A break was found on the pushwire at the break indicator with the release wire extending out of the proximal end. The actuator interface, positive load indicator and part of the coupler tube were not returned for analysis. The break is indicative that a manual detachment was attempted at this location, however, mechanical detachment attempts using an instant detacher could not be confirmed. The axium prime pushwire was found bent from the distal end. Blood was found within the outer jacket. The shield coil was present and intact. The outer jacket was removed to reveal the coin was partially retracted out of the lumen stop. The shield coil was pulled back to reveal dried blood and the release wire was no longer extending out of the retainer ring. The release wire could not be retracted due to the dried blood and the pushwire was put into an ultrasonic cleaner to dissolve the blood. The release wire was then able to be retracted out of the lumen stop. The retainer ring was found damaged and ovalized. No other anomalies were observed. Based on the analysis performed, the report of ¿premature detached from non-detachment¿ was confirmed as the axium pushwire was returned with the implant coil was already detached from the pushwire. The cause for the delayed detachment could not be determined as all parts of the returned pushwire which could affect the detachment were found to be within specifications. Since the implant coil, detached element and proximal segment of the pusher were not returned, any contribution of the implant coil, detached element or proximal segment of the pusher to the issue could not be assessed. It is possible the bends found on the pushwire may contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. The retainer ring was found damaged and the inner diameter of the retainer ring was found ovalized. It is likely that this damage contributed towards the delayed detachment after the doctor tried to retract the implant coil out of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the fourth axium coil failed to detach with the instant detacher (ID). After three attempts, the healthcare provider (hcp) attempted the manual detachment method twice, but the coil still failed to detach. Once removed from the patient, inspection showed the coil was missing from the pusher. The coil was found in the hub of the headway duo microcatheter. During the removal process, the headway duo microcatheter had backed out of the aneurysm, and it was not possible to regain access. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the central anterior communicating (acom) artery with a max diameter of 5mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a headway duo microcatheter.